Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The instructions for use (IFU) states that, in the case that the frame is not fully expanded, a balloon aortic valvuloplasty (bav) may be performed to resolve/treat the issue, as was the case in this event. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that complete heart block occurred following the pre-implant bav and the heart block disorder remained unchanged following valve implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-planned balloon aortic valvuloplasty (bav) was performed using a 18 millimeter (mm) balloon. Following the bav, heart block was reported. The valve was implanted and a conduction disorder was observed via electrocardiogram (ECG). The valve was post-dilated using a 20 mm balloon due to incomplete valve expansion. Complete heart block occurred. The patient left the operating room on temporary pacing wires and observation. One day following the valve implant procedure, a permanent pacemaker was implanted due to the heart block. No additional adverse patient effects were reported.